Event description:
Boston scientific received information that this product is part of a system infection. To date, this patient remains on anti biotherapy. No additional adverse patient effects were reported. Additional information noted that this system was explanted. No additional adverse patient effects were reported. The system was never explanted. A revision was performed and the pocket was cleaned and the system was re-implanted.

Manufacturer narrative:
This initial report was not submitted previously. As per request by the FDA on (B)(6) 2024, the initial report has been resubmitted in an effort to release follow-up 001 and 002 from hold status.

Event description:
An initial asr report was filed on 01/31/2013 and a supplemental asr report was filed 04/29/2016 under FDA exemption number e2011006.